Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available the manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that air was entering the eye when it should not during vitrectomy surgery. It had to change fluid air exchange and back to intraocular pressure so the eye could be filled with balanced salt solution again and the surgery was completed. There was no patient impact.